Event description:
It is reported that a 2.25 diameter x 8mm length endeavor rx coronary stent slipped off the balloon when the protective sheath was removed. It is also reported that the stent was not inspected prior to use and the device was inserted in the patient. It was noticed under scope that the stent was not on the balloon. The stent was found in the protective sheath. No harm was caused to the patient and no other sequelae were reported.

Manufacturer narrative:
(B) (4). Results: stent not inspected prior to use.